Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned packaging and labels determined that the product is labeled as part: 113633 lot: 421700, comprehensive mini humeral stem 13mm, and etched with lot number 421700. Dimensional analysis of the product in the packaging determined that the product was consistent with a comprehensive micro humeral stem 17mm, part: 113617. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is attributed to a manufacturing deficiency as improper line clearance was not performed resulting the product being co-mingled prior to the laser etch operation during cleaning. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product was packaged in incorrect packaging.